Manufacturer narrative:
No product was returned. Based on available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
According to medical records, the patient presented to a minor emergency center in 2006 with irritation, redness, pain, watering and tearing of the left eye. She denied any fever or chills. There was no drainage or matting noted in the left eye. Physical examination revealed pupils were equally reactive to light and accommodation. Extraocular muscles and motility were intact. Conjunctivitis was present in the left eye with tearing. Fluorescein test revealed a corneal ulcer, about six o'clock. The physician initially prescribed vigamox, one drop in the left eye, three times daily for seven days. However, switched to bleph 10, three drops in the left eye every three to four hours while awake since it was more affordable to the patient. He advised her to discontinue contact lens wear until directed and recommended that she follow-up with the ophthalmologist on-call at the emergency center in the morning. The patient was discharged at the same evening and was to return to the emergency if necessary. It is unk if the patient followed-up with the ophthalmologist the following morning.